Event description:
It was reported that the arctic sun device failed calibration error 80. Per additional information updated from ttm on 20mar2026, calibration error 80 on sn (B)(6). Per review of wo notes during testing, it was determined that the device had a failed chiller. Chiller temperature (t4) was 19.9 and full of water. Per sample evaluation results on 24apr2026, cca ca card electrical terminals shows electrical stress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.